Event description:
The pump was returned for investigation. Investigation revealed a crack in the pump¿s casing, a button response issue, contamination under the key contacts and moisture ingress. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump failed an in house leak test due to a crack in the pump¿s casing. During testing, the contrast button was intermittently unresponsive; which has no effect on insulin delivery function. Evidence of contamination was found under all key contacts. The audio bolus button was unresponsive during testing. The cover was removed and evidence of moisture was found on the button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).